Event description:
It was reported dr. (B)(6) wanted to verify the length because it did not match the trailing.

Manufacturer narrative:
The unk v40 c-taper sleeve was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the reported event. Info provided indicated that the reported devices are available for eval, however, were not yet received by the MFR. Add'l info pertaining to the devices referenced in this report and clarification of the reported event was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.